Event description:
Boston scientific received information that following pocket closure of a routine implant procedure, a perforation occurred in an unknown location, resulting in cardiac effusion. It was reported that late tamponade was suspected. The pocket was re-opened and this right ventricular (ra) lead was explanted and replaced. No further complications were observed. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.